Event description:
It was reported that the right ventricular (rv) lead was showing noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen.

Manufacturer narrative:
Product event summary #the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).